Manufacturer narrative:
Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display during a case. The unit was rebooted and case completed. There was no patient injury.